Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Description of defect: the issue was described as follow: "tubing rupture with extravasation of chemotherapy (etoposide) (the implantable chamber was installed in 2017). Device history record: the batch record file was reviewed: the batch released in october 2016 are within the specifications and no discrepancy linked with this type of incident was observed. Summary of investigation: no sample, no picture and no x-ray picture were received for investigation. The catheter was implanted during around 5 years. No further information was forwarded that could explain the origin of the rupture. Conclusion: without the sample for evaluation and x-ray pictures, it is not possible to determine the root cause of this incident. However, the batch history record has not actually revealed failure during manufacturing process. The complaint data base was verified: no increasing trend for this type of incident has been highlighted. If a sample do become available, the complaint will be reopened for further evaluation. Catheter rupture is a known complication of the access port implantation. This type of incident remains rare (B)(4). No corrective action is currently envisaged.

Event description:
Tubing rupture with extravasation of chemotherapy (etoposide) (the implantable chamber was installed in 2017).